Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose levels due to a bent cannula. The customer reported their blood glucose level to be at 15.0 mmol/l. The customer did not mention any form of treatment for their blood glucose levels. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer. The customer did not return the product back for analysis.